Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead thresholds had been chronically high, since at least 2013. The output was adjusted to ensure 2 times safety as the patient ventricular paces less than 1%. The lead remains in use, and no patient complications have been reported as a result of this event.